Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change out procedure, the terminal pin separated from the lead body. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead was returned, severed 22 centimeters (cm) from the terminal pin. Analysis found the showed separation at the terminal assembly. A small void in the adhesive was noted at the separation site. Additionally, a crack was noted in the insulation however it could not be determined if this damage occured at or prior to explant.